Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and the pt's anatomy was unable to support the lens. The incision was enlarged to remove the lens and an acl was implanted. Sutures closed the wound. The reporter stated the incident was due to the condition of the pt's eye and was not related to any of staar's products.

Manufacturer narrative:
Other, no complaint against lens.